Manufacturer narrative:
E1 facility full name: medical corporation yoju kaiunbashi gastroenterology clinic e2 facility full name: ryowa kaiun medical bldg. 2f, 3-9-3 odori the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device water keeps coming out for a while even after leave the foot switch, after waiting for a while the water stops. The issue occurred during a unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.